Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The analysis indicated that the mechanical operation of the catheter slitting not on the score lines on the catheter. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. Visual analysis of the lead indicated damage during use. The analyst noted the full catheter was returned in segments without the slitter. The catheter shaft was broken from spiral slitting at 13.4 cm. The slitter cut was away from the score line at the proximal end of the slitter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that resistance was encountered while slitting the delivery catheter. The slitter was pushed forward but came off and the catheter broke. The occurrence was attributed to procedure technique and no replacement product was required. No patient complications have been reported as a result of this event.